Event description:
Patient's friend/family member stated that the patient was in a lot of pain but couldn't say if the pain was from the patient's medtronic bladder stimulator or another stimulator that the patient had in their back. Friend/family member stated the patient had another stimulator in their back that was up higher from another manufacturer company and that the pain could also be from that stimulator. They weren't sure. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).